Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01395. It was reported the patient's ipg and lead were explanted on (B)(6) 2016 due to infection at an unspecified device location. The patient ((B)(6)) was released from the hospital on (B)(6) 2016. This report is in reference to a clinical study patient.